Manufacturer narrative:
A medtronic representative inspected the navigation system on-site. It was found that the smoking burning smell was caused by a loose cable connection on the casing of the system, which was causing the power cable into the transformer to pull in and out of a solid connection. Had the biomedical engineer run an electrical check on the system before and after tightening. The system failed the check before tightening and passed after tightening. The burning smell went away. No parts were replaced. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during an ear, nose, and throat procedure, the navigation system emitted smoke and a burning smell. The source of the smoke/smell could not be identified, so the procedure continued. The case was completed successfully with the navigation system, and the patient was not impacted. There was a reported delay to the procedure of less than 1 hour due to this issue.